Manufacturer narrative:
The used device was returned to conmed for repair service evaluation. The device was functionally and visually inspected. The evaluation found the monopolar output was failing, due to broken components in need of replacement, led lights were strobing, and the software needed an upgrade. No issues were identified with the bipolar port. Per the service and repair engineer, the broken connector would not cause sparking/smoking or any change to the leds of the front control panel. A review of the manufacturing documents was not conducted due to the age of the device. Based on the serial (B)(4), this device was manufactured in 2009. A historical review of complaint data revealed one similar complaint for this device family and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - this electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. This issue will continue to be monitored through the complaint system.

Event description:
During a laminectomy and discectomy procedure, a system 5000 120 v, was reported to not be functioning as expected. While the doctor was using the bipolar mode, the unit started smoking at cord and bipolar connection, with sparks and lights coming from the unit. Although no patient injury was reported, the doctor felt the patient was shocked during this event. Follow up with the user facility on february 8th, 2017 confirmed there was no patient injury due to this event. This report is made based on a reported malfunction with potential for injury with reoccurrence.